Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced a bent cannula event due to lack of sufficient subcutaneous tissue at the insertion site which led to high blood glucose around 300 mg dl and was treated using an insulin pen on (B)(6) 2026.